Event description:
The customer reported an unexpected shutdown of this device during a resuscitation attempt.

Manufacturer narrative:
The customer reported an unexpected shutdown of this device during a resuscitation attempt. A follow-up report will be submitted after philips obtains more information about this event.